Event description:
Pump was returned for service with a note attached stating missing pole clamp. There was no report of pt injury or medical intervention. Info was not provided regarding whether or not the pump was in use on a pt when the clamp detached.